Manufacturer narrative:
Correction: h3. Yes. H6. Investigation findings: 3243. Investigation conclusions: 61. Device evaluation: visual inspection revealed that the screen was broken. Upon arrival, the battery was fully discharged and required charging. After charging, diagnostics confirmed that both the battery and software were functioning properly. The tablet screen was replaced. The root cause may be the result of misuse or shipping damage.

Event description:
It was reported that during a case the tablet would not load the necessary applications. The case was aborted due to this event.

Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the resutls of the investigation will be submitted upon completion.